Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was confirm the reported event and found the flow sensor assembly loose at the exhalation valve body connect point. Additionally, the exhalation flow transducer was out of specifications. After calibrating the transducer and properly connecting the flow sensor, the issue was resolved. The fsr performed the user verification test and reported the device is operational.